Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that most of the contacts were producing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and leads replacement procedure. It was noted that the ipg would not hold a charge and lead fracture was suspected through impedance check. Device malfunction was suspected with the replaced devices. The patient was doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that most of the contacts were producing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.